Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device testing was inconclusive. The initial test identified errors with sensing, but follow-up tests did not show any errors. Additional tests measuring resistance under different conditions did not reveal any anomalies. Visual inspection did not identify any issues related to the reported behavior. The ring and side bail covers were contaminated, the upper and lower cases and one side bail cover were broke, and the battery contacts were discolored.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device was not sensing any heart rates. Follow-up attempts to determine if there was any patient involvement were unsuccessful.